Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm xience xpedition stent in the mid left anterior descending artery. During the procedure a dissection occurred and a 3.0 x 8 mm xience xpedition was implanted to treat the dissection. The dissection resolved on the same day and the patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: trek 2.5x20; other: aspirin, clopidogrel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition ll everolimus eluting coronary stent system electronic instructions for use. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.